Event description:
Reporter alleged having discrepant blood glucose results of 214 mg/dl back to back with a result of 111 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.